Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Amm215wtd monitor was also sent and evaluated, but the reported phenomenon could not be duplicated. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image blacked out. There was no report of patient injury associated with the event. The event date was unknown.